Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent a second total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2025. Subsequently, the patient underwent a third revision surgery on (B)(6) 2026 due to pain and polyethylene line breakage. The surgeon did a synovectomy, removal of metallosis, replaced the cup and the neck. Additionally, 2-3 mm were resected from the trapezial surface and placed a new cup in a new bone bed deeper.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b6, d9, h3, h6, h11. The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device, DHR review, complaint history review and medical imaging), the most probable root cause of this second recurrence of premature pe liner fracture is the persistence of the mechanical factors previously identified after the first revision, namely insufficient bone resection, cup instability, and intra-prosthetic impingement related to the selected neck configuration. These mechanical complications are expected undesirable side-effects listed in the device's IFU. As the cup was not replaced or repositioned during the first revision, the same mechanical conditions may have persisted, leading to recurrence of the same failure mode. A patient-related contributing factor, including a possible local oxidative environment, cannot be excluded.